Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Site stated that the event was not related to the pump. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the ventricular assist device (vad) coordinator that the patient was admitted to the hospital on (b(6) 2017 with hematuria. Site did not provide many details on death, other than after being admitted and that patient's condition went downhill, and started experiencing organ failure. Family met with palliative care and made the decision to withdraw care on (B)(6) 2017, patient died shortly after care was withdrawn. Family declined autopsy, therefore pump remains implanted and will not be sent back. Peripherals were disposed of by the site. Site relates death to multisystem organ failure (msof) and is not relating the patient's death to the pump. It was stated from the site that the site did not believe that patient had thrombus as pump parameters were still within the normal limits. There was no test provided by the site and it was stated that there would be no autopsy done. The admitting diagnosis for the event was hemolysis. No additional information available.